Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Co2 leak? Over freezing. Confirmed complaint: 1 old style tip insulator has moved, tip not repairable. Insulator tube damaged. Inlet tube tip bent and cracked. Replaced inlet and insulator tubes. Repair order 98533. Ll100 cryosurgical 900001 e-complaint (B)(4).

Manufacturer narrative:
Investigation. Inspect returned samples . *analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 01/07/2010 under wo #(B)(4) and shipped on 01/08/2010. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: this unit was serviced in 2018 for a broken metal inlet/exhaust tube and a damaged exhaust silicone tube. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed physical damage to the insulator tube and a cracked inlet/exhaust tube. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the root cause is attributed to wear and tear as well as handling error. Corrective actions the unit was repaired, tested and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required. *was the complaint confirmed? Yes.

Event description:
Co2 leak? Over freezing. Confirmed complaint: 1 old style tip insulator has moved, tip not repairable. Insulator tube damaged. Inlet tube tip bent and cracked. Replaced inlet and insulator tubes. Repair order (B)(4). 1216677-2022-00185-1 ll100 cryosurgical 900001 e-complaint (B)(4).